Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-eight-year-old patient presented with acute myocardial infarction, cardiogenic shock (cs) and had an impella cp placed. Due to poor distal perfusion and the need for vasoactive support, the decision was made to escalate to impella 5.5. The patient did experience anemia secondary to gastrointestinal bleed and was transfused. Without any other information, it was difficult to attribute the gi bleed to the impella pump.